Event description:
It was reported that during the treatment of acute ruptured aneurysm; subarachnoid haemorrhage, the embolization coil was placed within an aneurysm. The coil did not detach. Upon retrieval, the coil separated from the delivery pusher. The coil was removed using intervention. The report does not indicate injury occurred however, we have inquired regarding the patient's status and not been received to date.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device will not be returned for evaluation. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.